Event description:
Surgical staff report during procedure the endo gia ultra universal stapler failed to fire after initially doing so. Unfortunately staff did not document how long into procedure failure happened. No injury to patient reported. Staff removed failed device from surgical field and obtained new device (same type/mfg) to complete case. Device is available for evaluation purposes.